Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-03861.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-03861. It was reported the patient was unable to increase amplitude on the device. Diagnostics revealed invalid impedances on the right lead. Reprogramming attempts provided coverage of the target area. To address the issue, the physician plans a lead revision. Note: it is unknown which lead is the right lead, therefore both of the patient¿s leads are being reported.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-03861. Follow up information identified the physician explanted and replaced both of the patient¿s leads with new models. Postoperatively, effective therapy was restored.